Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. On (B)(6) 2011, home health nurse noted that pt had blood in urine. On (B)(6) 2011, pt was instructed to hold or reduce coumadin dose, but she did not do so. After results on (B)(6) 2011, she was still instructed to hold or reduce dose. Pt compliance unk. Doctor started treating pt (B)(6). On (B)(6) 2011, pt had high levels of blood in urine, as well as high leukocytes and nitrites. Hematocrit level was 39.0%.